Event description:
It was reported that on (B)(6) 2012 the atrial lead exhibited no capture or sensing. X-ray revealed that the lead was dislodged. On (B)(6) 2013 attempts to reposition the lead were unsuccessful. The lead was explant ed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.